Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Rep reported the following office notes from office staff: "[the office staff] changed my program, then gi adjusted it, now it's at 0.0v and I still feel a zap. Assessment and plan. Incontinence of feces." The rep ran through several programs today and all of them caused the patient foot pain. They believe the ins has shifted and that is why they are having foot pain. Revision or replacement of the ins device was planned. The rep turned the ins off as it was still "zapping [them] even on a 0 setting." The procedure was discussed in detail as well as the risks of surgery (bleeding, infection, pain, nerve injury, possibility for additional procedures, and death). Although life threatening events are rare, the patient voice an understanding and wished to proceed. In addition, urinalysis, dipstick, and auto results were received and discussed. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting/interventions/actions performed included changing programs and intensity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID :3889-28; lot#: va1paz7; implanted: on (B)(6) 2018; explanted: on (B)(6) 202; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 3889-28, lot# va1paz7, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported that the information being reported was confirmed with the hcp account and that the explanted lead had been discarded by the customer and thus it could not be returned. There were no further complications reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the health care physician (hcp) performed the patient¿s revision surgery that day of the mpxr report to address the patient¿s issues. The hcp¿s plan was to remove and replace the existing lead. The patient¿s ins longevity report showed 64 months so the hcp chose not to replace. The hcp added a lead on the right side and removed the existing left lead, however upon removal, the hcp broke the existing lead. The rep noted that the hcp was able to dissect to the tines and remove the remaining portion. The hcp connected the new lead to the existing battery. There were no further complications reported.